Manufacturer narrative:
Date of event was reported as follows: ineffective therapy = first couple days after ins implant (implant date (B)(6) 2018); ins shut off = within the first week of implant (implant date (B)(6) 2018). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient ins therapy was not as effective as they thought it would be. They stated that it was effective for the first couple of days and now they were getting up a couple times in the middle of the night (they were not doing this in the beginning). The patient mentioned that during the day time they used the restroom with urgency. It was also noted that the programs and where to set the stimulation was never explained to the patient. The patient did not want to continue to go the office for questions and adjustments, so they contacted the manufacturer. They also mentioned that they wanted to make an adjustment as they must have set the stimulation ¿out of whack¿. The stimulation setting was set to pro gram 3 at 2.6 but they not know how high to go and what the programs meant. The patient also stated that, ¿one time¿, the ins ¿shut off¿ and they thought that they rolled over and turned the device off somehow. After reviewing programming and settings information with the patient, they declined any adjustments as they stated they knew ¿how to do it¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient reported they had notified their doctor about the therapy not being as effective as they thought it should be, the stimulation being "out of whack", and the ins shutting off issue. The doctor's therapist gave the patient information over the phone and she chose not to schedule an appointment at this time. The patient didn't know the circumstances causing these events, but stated it was probably due to her changing the programming in an attempt to get it back on track. Regarding the ins shutting off issue when patient rolled over, the patient was able to turn the therapy back on with no issues. The patient stated that their therapy not being as effective as they thought it should be, the stimulation being "out of whack", and the ins shutting off issues had not totally resolved, but were improving. There were no further complications reported or anticipated.